Event description:
Consumer alleged the seat bolts to split the wood that holds the seat to the frame. The seat came off the frame and the consumer allegedly fell and hit his head on the floor.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.